Manufacturer narrative:
Initial and final MDR (B)(4)-MDR 3003442380-2026-05511-device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an insulin flow blocked alarm due to occlusion event on 29-jan-2026. Due to occlusion issue, patient's blood glucose level was high and was treated with correction injection via multiple daily injections (mdi). The patient replaced soft cannula infusion set only and resumed insulin deliveries successfully. No further information available.